Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced log in issue - unresolved, no communication from other device to software. The customer reported blood glucose value of 33 mg/dl. The customer reported hypoglycemia treated with ems/ambulance/ER visit. The event involved product(s) mmt-7333, mmt-6101, mmt-378a, mmt-1884l, mmt-332a. Unable to complete troubleshooting or provide instructions, insufficient information to escalate unable to complete troubleshooting or provide instructions, insufficient information to escalate. No further patient complications were reported. No product return is required for mmt-7333. No product return is required for mmt-6101. No product return is required for mmt-378a. It was expected that the customer would discontinue the use of pump. No product return is required for mmt-1884l. No product return is required for mmt-332a.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer received a new phone and needed help with carelink password reset. The reset was successful. There was no carelink personal planned or unplanned outage. Then, customer received ¿oops something went wrong¿. Troubleshooting for ¿oops something went wrong¿ was successful. Customer¿s phone was not part of the supported devices. The carelink personal and mobile app issues were on (B)(6) 2024. There was no harm on (B)(6) 2024. There was no low on (B)(6) 2024. There was no ¿log in issue - unresolved¿. There was no ¿no communication other device to software¿. Customer mentioned having a low with seizures and a blood glucose of 33mg/dl that required paramedics and emergency room visit that occurred on october 9, 2024 and was already documented in (B)(4). Please see (B)(4) for the low blood glucose and seizure event that was already reported.